Event description:
It was reported by the rep that during a laparoscopic cholecystectomy, doctor said the clips from the device did not close completely on the cystic duct. Doctor said the duct leaked although there were three clips on the duct. Case was completed but patient had to be returned to the or.